Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 154920, oxf ph3 cementless tib sz d rm, lot 712254. Event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00189.

Event description:
It was reported that approximately 11 years post implantation, the patient was revised due to repetitive dislocations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.